Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - 3.5 mm lcp® medial distal tibial plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Unknown (implant/explant date). Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article beytemur, o. And et al. (2017) comparison of intramedullary nailing and minimal invasive plate osteosynthesis in the treatment of simple intra-articular fractures of the distal tibia (ao-ota type 43 c1-c2). Acta orthopaedica et traumatologica turcica, volume 51: 12-16. The purpose of this article was to compare midterm functional and radiographic results of minimal invasive plate osteosynthesis (mipo) with intramedullary nailing (imn) of simple intra-articular distal tibial fractures (ao-ota type 43 c1-c2). This retrospective study occurred between january 2009 and june 2014. The study include seventy-three patients that where divided into two groups. Intramedullary nailing (imn) group had 37 patients and minimally invasive plate osteosynthesis (mipo) group had 36 patients. In the imn group, the average age is 39.6 years +/- 16.5; there were (ten) 10 females and twenty-seven (27) males in the group. In the mipo group, the average age is 41.6 years +/- 14.5; there were eleven (11) females and twenty-five (25) males. The mean follow-up time was 29.4 months (range: 13-50 months). This is report 1 of 1 for (B)(4). This report is for an unknown - 3.5 mm lcp® medial distal tibial plate and refers to one (1) unknown patient had nonunion in the mipo group, seven (7) unknown patients had superficial infection in the mipo group, one (1) unknown patient had deep infection in the mipo group, ten (10) unknown patients had recurvatum malunion in the mipo group and one (1) unknown patient had procurvatum malunion in the mipo group.